Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead and oversensing was noted. Pacing thresholds were also observed to have been increasing since implant. The lead remains in use. No patient complications have been reported as a result of this event.